Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after implanting a patient with a micro-filtration device, there was "a lot of heme that filled the anterior chamber". The surgeon tried to tamponade the heme using viscoelastic and also tried to I/a the heme, but it still persisted. The surgeon ultimately left viscoelastic in the anterior chamber to stop the heme. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of heme filled anterior chamber; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There are no associated reports of surgical complications during device implantation and no reports of device failure. Possible root cause is that the occurrence of anterior chamber bleeding (hyphema) as the result of device implantation is a known short-term complication associated with use of the device, and the risk of this complication is clearly stated in the product labeling. The additional intervention, viscoelastic tamponnade to maintain hemostasis, is also addressed in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the patient was taken back into the operating room to remove the blood from the anterior chamber. The patient had iris bombay with many laser procedures.